Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the eyelids and thermal burns/corneal abrasions were noticed the same day. The patient reportedly followed up with an ophthalmologist; however, no further information could be obtained. According to the reporter, medium-sized intraocular shields were placed in both eyes prior to the fraxel treatment and tetracaine hcl 0.5% ophthalmic solution was used as eye lubrication during the treatment. Reportedly the treatment settings were: 1550nm wavelength, 15mj energy setting, 11% coverage, and 8 total passes, and nothing unusual was noticed during the treatment.

Manufacturer narrative:
A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause of the reported event could not be determined. However, user error in the form of providing inadequate eye wear to the patient may have caused or contributed to the event. The fraxel user manual and risk assessment both state possible injury to patient¿s cornea or surrounding tissue can occur when user moves the treatment tip over parts of the patient¿s eye without appropriate eye wear. Patients must have appropriate eye protection. Physicians are responsible for ensuring that the patient is adequately protected during treatment. Failure to use appropriate eye wear with the fraxel laser systems increases the risk of injury to the cornea, sclera and soft tissue of the eye. Extra precautions must be taken if treating inside the bony orbital rim of the eye, including but not limited to treatment on the upper and lower eyelid. Protective eyewear of the correct optical density for the laser wavelength must be worn at all times during the laser procedure and during laser verification and calibration.